Event description:
It was reported that the patient had pocket stimulation with atrial pacing. The atrail lead also showed a rise in threshold. A chest x-ray was performed which revealed the atrial lead was pulled back and was stimulating the phrenic nerve whenever it paced. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.